Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin flow blocked alarm. The customer¿s blood glucose level at time of incident was 500 mg/dl and the current blood glucose level was 300 mg/dl and 316 mg/dl. Customer reports the following symptoms related to their high blood glucose level like nausea. Customer states the insulin exited. Customer states the cannula was bent. The insulin pump and reservoir will not be returned for analysis.